Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that dr. (B)(6) provided notification that a silent night device was being returned due to a fracture. Additional information received reported that the 19-year-old, female patient reported two of the anchors broke on her device on (B)(6) 2026. The patient stated she was unable to continue using the device due to the two broken anchors. The device is with the patient who will return it to the office during her next visit. It is unknown where the event took place.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #:(B)(4).